Event description:
It was reported that a atb35 was used during a procedure. It was reported by the affiliate that there was leakage. Three devices are being sent back, with two being sterile.

Manufacturer narrative:
Date sent: 12/21/1998. D6: info not available, device not returned for analysis.